Manufacturer narrative:
Confirmed that the outer sterile barrier was damaged but unable to evaluate when this damage occured due to poor handling on receipt. Report of historical event. The event occured between (B)(6) 2010 and (B)(6) 2013 when k020214 was not listed against any manufacturer. Matortho is making this report to cover this period when the device was not available in the USA for commercial reasons.

Event description:
Damage noticed to outer sterile barrier packaging. Identified prior to use and alternative device available for immediate use.